Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was not impacted, as the customer was not currently using the pump for insulin therapy. Reportedly, the customer had manual injections available for diabetes management.